Event description:
It was reported that the patient noticed that his inflatable penile prosthesis (ipp) stopped functioning as expected, the cylinders would not inflate. The patient was thoroughly evaluated and it was determined that a replacement was necessary. A replacement surgery was performed and fluid loss was determined to be the probable cause of the reported condition and it was conformed when explanting the device. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.